Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned for analysis. It was observed that the trip wire was secured in the handle assembly slot when received and the slack was correctly taken up. There were four bands returned attached on the ligator head returned. However, some of the bands were overlapping while one of the bands was stretched/damaged. Additionally, the trip wire was kinked close to the proximal section and the irrigation tube did not present any issues. Microscope examination was performed, and it was observed that the ligator head teeth were bent/damaged. Functional evaluation was performed by rotating the handle knob at 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. There is evidence that the ligator head teeth were damaged. This was likely caused by excess force applied during the handle rotation. Once that the ligator head teeth are damaged it can cause an incorrect movement of the suture thread and affect the deployment of the bands. Additionally, the trip wire was found kinked. This could have been generated due to user manipulation or technique used during the procedure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first and the second bands successfully deployed; however, when the handle was rotated to deploy the third band, no band was deployed. Reportedly, the device was removed outside the body, and the procedure was ended. The procedure was considered completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first and the second bands successfully deployed; however, when the handle was rotated to deploy the third band, no band was deployed. Reportedly, the device was removed outside the body, and the procedure was ended. The procedure was considered completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.